Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp) on the ca board. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A zoll territory mgr contacted zoll customer support to report that a (B)(6) female pt contacted her physician's office to report excessive alarms. Zoll customer support contacted the pt who reported the monitor was resetting. The pt was issued a replacement monitor.